Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The patient's attorney has alleged a deficiency against the device. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Date of initial report sent: 08/29/2012. Note: this report corresponds with report #(B)(4) for a "uretex". Date of report: 07/31/2012, device info: uretex urethral support system; catalog #: unknown. (B)(6).